Event description:
A (B)(6) year old female with a diagnosis of crohn's disease and adenomateous colonic polyps was undergoing a colonoscopy for generalized abdominal distress and follow-up for crohn's and prior polyps. The colonoscopy also involved several biopsies. The physician, with assistance of an rn, introduced a balloon dilator (conmed eliminator pet balloon dilator - catalogue # 000846) into a strictured area at the ilieo-colonic junction. The balloon appeared to be underinflated so it was withdrawn. The gastroenterologist made a second attempt but the instrument would not pass. The physician and rn then noticed a white foreign body protruding from the ileum. This was withdrawn with a snare and noted to be the plastic safety tip from the balloon which should not detach. On examination, the balloon dilator was missing the tip, exposing a sharp piece of wire. It is unclear when the tip fell off. There was no indication that the mucosa was injured or punctured. The patient was informed of this incident.======================manufacturer response for eliminator pyloric/ colonic 10 mm balloon dilator, eliminator pyloric/ colonic 10 mm balloon dilator (per site reporter).======================we have not yet heard back from manufacturer.